Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not replicate the issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. MFR report number 2955842-2026-23543 will address the replaced master tool manipulator and configured (cfg) remote arm controller (rac). An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse proactively replaced mtmr and rac2 as a preventive measure. The master tool manipulator (mtm) was received for failure analysis. The issue was confirmed in the logs, however it could not be replicated during testing. No visual defects related to the reported issue were identified during inspection. The configured (cfg) remote arm controller (rac) was received for failure analysis. The complaint was confirmed but not replicated. In the logs, the errors were located, indicating that the error occurred in the field. Confirming the reported event. Visual inspection, no damage was observed on the exterior and interior of the unit. No issues were found related to the reported issue. The rac was installed in the inhouse system where it functioned as expected. All nodes were present. The inhouse system was set to run 10 power cycles and sat idle for one hour. The mtm was driven manually, the rac functioned as expected. Once testing was complete, the system error logs were investigated but no error related to the reported event could not be found.

Event description:
It was reported that during a single port (sp) da vinci-assisted ovary cystectomy procedure the system was rebooted due to a "right hand control switch disabled" message. However, when monopolar energy was activated afterward, a "monopolar energy not available" error message appeared. Although the message disappeared and the issue was resolved after a second power cycle, the surgery was converted from sp to traditional laparoscopic surgery as the surgeon felt the system was not in a normal state.